Event description:
The customer reported that the vertical column did not work. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found the switch was broken and replaced the switch. The system operates as intended.